Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology the analysis results found that the device was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The facility representative reported a colleague infusion pump with a 568:320:654:0000 failure code. It is unknown when this condition occurred. No patient injury or medical intervention was reported. Device evaluation confirmed the reported condition, which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.